Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. It was reported that on (B)(6) 2025 the patient had pericardiocentesis performed to treat a pericardial effusion. No further information was provided.